Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was a delay lower than 30 minutes and there was a back-up device available that allowed the patient to continue with the therapy, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported the new renasys go machine arrived we have had issues of ¿blockage alarm¿. We have tried to change the foam dressings but the alarm doesn¿t go away until the machine is changed. In the meantime, there was delay in the treatment. No impact in the patient was reported.